Event description:
It was reported that the patient was hospitalized for 2 days due to diabetic ketoacidosis (dka) high blood glucose (bg) levels, while wearing the pod on the leg between 4 and 24 hours. The pod was removed and the cannula was found laying on top of the skin. No information was provided on the type of treatment given at the hospital. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.